Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a cstem/prostalac and cemented marathon cup from a first stage revision originally done on the (B)(6) 2021 at flinders private hospital with surgeon for infection. Removal of implants and insertion of corail revision stem with acetabular components implanted.